Manufacturer narrative:
Medical device expiration date: unknown. Results: a sample was not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Seven visual inspections were performed on (B)(4) parts with zero defects noted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported by a consumer that several bags of 27 g bd¿ needle 3/4 in. Needles were found with epoxy splatter on the upper half of the cannula prior to use. No injury or medical interventions were reported.